Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR's employee. Training is in place.

Event description:
It was reported that it was not possible to communicate with the pt's neurostimulator. All device settings were noted as nominal. The device was replaced. No injures were reported and the pt recovered without sequelae.